Event description:
Second revision surgery - due to the shell becoming disengaged from the stem and needing to be replaced. The cause of the separation was unk. The surgeon implanted a new shell and insert. 1st revision date of surgery (B)(6) 2010.

Manufacturer narrative:
The reason for this revision surgery was reported as dissociation after 3.8 years of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the revision surgery. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint for this part number from this lot. The root cause for the dissociation could not be determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.